Manufacturer narrative:
One used sample was returned for evaluation; the sample was received in used conditions without its original packaging. The returned sample was visually inspected and no discrepancies were found. The returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. The reported customer complaint was confirmed as there was leakage observed coming out between tube and pilot balloon. The most probable root cause was determined to be that solvent was missing between pilot balloon and tube.

Event description:
It was reported that there was a leak at the connection between the pilot balloon and the inflation line. No patient complications were reported in connection with this incident.